Event description:
It was observed during the device inspection, that the video system center exhibited the error code e226 (endoscope communication failure) in the error log several times. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, since reproduction of reported issue was not confirmed, presumed cause could not be identified. The root cause of reported issue could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.